Manufacturer narrative:
The device was received, and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false air in line alarm during testing. The cause was determined during a visual inspection to be the ultrasonic tail flex pins were cracked. The ultrasonic assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device experienced a false air in line alarm. No additional information is available.